Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 16, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 4245, 4308). Type of investigation code#1: 10 - testing of actual/suspected device. Type of investigation code #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation code #3: 3331 - analysis of production records. Investigation findings: 4245 - packaging contains incorrect device. Investigation conclusions: 4308 - cause traced to transport/storage. The affected sample was inspected upon receipt to confirm a fx15 was inside of a fx25 package. Tape labeled brt corriere espresso was observed on one of the boxes. Brt corriere espresso is a logistics company within europe. Review of the affected unit and the barcode record confirmed it was packed with the correct run in final assembly. The retention sample was confirmed to be packaged correctly. It is unknown exactly when or how this event occurred. The most likely cause of this issue is handling after the units left tcv control as applicable part, label and serial number counts were found to be correct with the applicable finished work orders. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). Component code: (B)(4): gas exchanger. Health effect: impact code: (B)(4): no patient involvement. Health effect: clinical code: (B)(4): no clinical signs, symptoms or conditions. Medical device problem code: (B)(4): packaging problem. Investigation findings: (B)(4): results pending completion of investigation. Investigation conclusions: (B)(4): conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during out of box, the unit was found in a packaging with fx25rwc label instead of fx15rw30c. No patient involvement.